Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Customer stated that one of the device's buttons may have been pressed for longer than three minutes. Blood glucose level at the time of the incident was 426 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with blank display due to battery tube connector not plugged in properly to the interface board. The insulin pump was unable to perform the displacement test or verify button error alarm due to blank display. The insulin pump had corroded keypad traces during visual inspection. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.